Event description:
It was reported that after a non device related car accident the patient started feeling the same pain she was experiencing before she was implanted with the superion device. The physician determined that the implant had migrated causing patients original pain to return. The patient underwent a revision procedure where the implant was replaced with a new one. The patient was doing fine post operatively. The explanted device was discarded at the facility and was not returned.